Event description:
Pt was undergoing a grafting of her lle with the donor site being the right anterior thigh. During the procedure the dermatome malfunctioned and lacerated the pt's right anterior thigh. Pt was discharged. Dermatome sent to and returned from MFR after repair.